Manufacturer narrative:
Implant and explant dates: if implanted or explanted, give date: not applicable no patient contact reported. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during handling but prior to insertion of an intraocular lens (model pcb00), as they were pushing the plunger of the delivery system, the tip of the cartridge was noticed cracked. No patient contact was reported. Another pcb00 lens was used and the surgery went well. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.